Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 5 mg/ml at 0.4067 mg/day and fentanyl 1500 mcg/ml at 122 mcg/day via an implanted pump for an unknown indication. It was asked, but unknown when the event/difficulty occurred. It was reported on (B)(6) 2018 the pump segment was replaced (and would be returned) with an 8784 and the spinal segment remained. It was noted the patient felt that her pump was in an abnormal place in her pump pocket. Environmental/external/patient factors that may have led or contributed to the issue included it appeared the patient rotated the pump several times in the pocket. It was further reported the patient complained to the doctor that her pump was in an uncomfortable position. When the doctor opened the pump pocket the catheter was twisted several times. It appeared the patient had rotated the pump several times. It had twisted so many times that no cerebrospinal fluid (csf) could be aspirated. The doctor replaced the pump segment with an 8784 and the catheter was fully patent. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). The patient¿s weight was unknown. Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump had flipped several times and the sutures of the pump had broken. The patient felt their pump was in an abnormal place in the pocket due from the pump movement from flipping. A pocket revision occurred and a new pump segment of the catheter was placed. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Correction: device code: c62917 was updated/corrected to c133509. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was returned, and analysis found significant twisting that may have affected infusion. If information is provided in the future, a supplemental report will be issued.